Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event was found to be consistent with using calibrators that were opened for too long, which concentrated the calibration standards and therefore lead to low concentration values for the samples performed. No further issues were reported after the service visit.

Manufacturer narrative:
The sodium electrode lot number is ekk10. The expiration date was not provided. The customer replaced the electrodes. The field service engineer (fse) replaced the sample probe seal, cleaned the sample probe, replaced the sipper and vacuum valves, and two other valves. Calibration and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 cobas ise module. The initial sodium result was 139.7 mmol/l. The repeat result was 145.1 mmol/l.